Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-01418 for the first radial jaw¿ 4 biopsy forceps and manufacturer report#3005099803-2018-01419 for the second radial jaw¿ 4 biopsy forceps. It was reported to boston scientific corporation that radial jaw¿ 4 biopsy forceps was used in the stomach during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during preparation, a sticky glue was found on the forceps. The forceps was not used in the patient and was discarded. Another package was opened and found glue on the forceps as well. The procedure was completed with the third radial jaw forceps. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine¿.